Event description:
Symptoms/ae: in-stent restenosis. Time of symptoms/ae: after the procedure. It was reported that the patient underwent left carotid artery rx acculink stent implantation in 2006 with residual stenosis of approximately 30%. On an unspecified date the patient was seen for follow-up and in-stent stenosis of approximately 80% was observed. Two months later, the restenosis was treated with atherotomy and balloon angioplasty, leaving a residual stenosis of 30%. There was no adverse patient sequela and the patient was discharged home the following day. Though requested, no additional information was available.

Manufacturer narrative:
The device remains in the patient. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant information.